Event description:
Initial result for a patient sodium was 124 mmol/l. When repeated, the result was 138 mmol/l. The incorrect result was not used to guide patient therapy. The field service representative found a salt bridge had formed and repaired the instrument by removing the salt bridge and performing maintenance.